Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was looking for a healthcare professional (hcp) to have the spinal cord stimulator (scs) device removed. The patient wanted to have it removed because it was causing extreme leg pain when he used the stimulation even on a low setting. It was redness around it and was hurting and a burning sensation and there are marks on his back. The patient reported that the leg pain started last christmas. The patient was using the stimulation over the winter a lot when it was cold out and he couldn¿t even dance with his wife or do anything and stopped for 3 months and was doing better and in less pain so it was doing something to the nervous system in his leg. The patient reported that he was walking with a walker and now he was not using anything and he was not using the scs and it had not been charged. The patient reported that he was able to start dancing with his wife again and walk without a cane. The patient reported that the pain and redness problems at his implant site started about a month prior to report.